Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). The pump and catheter were returned. Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; tearing in seal near guide ring.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implantable pump. The indication for use was malignant pain - breast. On (B)(6) 2015 return paperwork was received which indicated that the device was explanted due to "malfunction" with a detailed description of "infected". The devices were returned for disposal only. The drug in the pump at the time of the event, other medications, pertinent medical history, event date, troubleshooting performed, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.